Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient has reported that they have sensitivity behind their front teeth where their gums are. This started with new set of aligners and is causing them to bleed. They also reported that they had to have a root canal and crown placed because the tooth was causing excruciating pain. Requested letter from dentist for dental work performed. Advised patient to wear a boil and bite nightguard for comfort.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.